Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. H6. Component code: g07002 - device not returned.

Event description:
It was reported that the patient underwent a cardiac surgery on (B)(6) 2025 and suture was used. During the surgery, suture was used to suture the incision. After the hand washing nurse withdrew the suture, it was found that the problem of pulling off suture needle happened. Stopped using the suture on the stage and immediately replaced them with new one. Additional information was requested.